Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix would not deploy. In addition, when the lead was removed from the patient, it was noted that the helix was damaged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/ stretching/overstress. The analyst noted the full lead was returned with a stylet in the lead. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. The exposed rv coil is distorted at the proximal end of the coil. If information is provided in the future, a supplemental report will be issued.